Event description:
A pt who had been part of the study required a surgical revision. The pt had not reported a negative outcome during the study. As a result of the need for surgical intervention an MDR is being filed to document the event.

Manufacturer narrative:
Little info was supplied by the reporting person. Efforts have been made to catheter add'l details.